Event description:
It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure, using a preclose technique, of the left femoral artery after an interventional procedure. Reportedly, after needle deployment, there were no sutures attached to the needles. A hemostat was used to pull the needles out. It was reported that the same occurred for a second prostar xl device used. Hemostasis was achieved using a third prostar xl device. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. The second prostar 12322-01/(B)(4), indicated is being filed under a separate MFR#.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch additional information indicates the physician, not trained in use of the prostar xl, thinks the needles or the sutures were thicker than normal, because the third prostar xl used in the same patient worked normally and closure was successful.

Manufacturer narrative:
(B)(4) - physician is untrained. Operator not trained. Evaluation summary: evaluation of the returned device found that the handle was in a backdown position. There were clamp marks on the coiled suture lumen and marker tube. The needles were not returned. There was no needle strike mark on the barrel face. Based on the investigation findings, the clamp marks found on the coiled suture lumen and the collapsed suture tube at the hub area is an indication that a hemostat was applied before the needle deployment. Clamping of the suture tube interfered with suture deployment and needle trajectory causing the needle to bend and strike the barrel face. There were no abnormal observations with the condition of the returned device that could have contributed to the reported complaint. Therefore, the root cause for these failure modes is due to incorrect technique. There were no manufacturing or quality issues detected that could have contributed to the reported complaint. Review of the device history record for this lot did not produce any findings relevant to this investigation.